Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced sensors that gave poor readings and disconnected after 24 hours of usage. The sensor was inserted on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.